Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading was 203 mg/dl during the phone call. The customer stated she was concerned about the high blood glucose because she is pregnant. The customer also stated that the insulin pump was unable to prime the last time she attempted an infusion set change. The customer stated she has a new insulin pump and will start using it instead of the current insulin pump in use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.